Event description:
During an unknown procedure the air flow button on the processor was accidentally switched on, on high setting resulting in both c02 and air insufflation of the patient. This resulted in a bilateral pneumothorax, subsequent chest tube insertion, mechanical ventilation with supplemental oxygen and critical care monitoring. It was reported the touch screen panel was likely accidentally bumped while changing the specimen trap that was attached to the scope.

Manufacturer narrative:
This report has been submitted by the importer under this MDR report number (B)(4). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.